Manufacturer narrative:
Voluntary event report was received. Mw5180398

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited low shock impedance and was detected when attempting to deliver shock. It was also noted that the implantable cardioverter defibrillator recorded a code 1004 indicative of a short circuit condition during shock delivery